Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced a high blood glucose as well as the sensor had an inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 516 mg/dl and sensor glucose was 313 mg/dl at the time of the event, the difference is outside the acceptable range. Customer had a meter blood glucose value was 488 mg/dl. Customer treated with injection for high blood glucose. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.